Manufacturer narrative:
At this time, the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient visited an emergency room due to chest pain, discomfort at her implant site and complained her device was operating abnormally. Sales representative confirmed the patient received an inappropriate therapy shock due to supraventricular tachycardia (svt). The inappropriate shock slowed the patient's heart rate. It was noted that the magnesium level of the patient was found low which may have impacted their rate prior to receiving the inappropriate therapy. Additional information confirmed the patient was admitted to the hospital and the implantable cardioverter defibrillator (ICD) was reprogrammed. The ICD remains in service. No additional adverse patient effects were reported.